Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during the procedure. The rigid videoscope had a flickering image. And disappeared periodically. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please also section b5 for the updates (event found at) obtained from customer follow up response. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted the r-unit is broken and therefore noise image occurs. In addition, it was observed that the light guide (lg-bundle ) of the insertion section is broken and therefore the light transmission is not given or too low. Based on the results of the investigation, the reported issue was confirmed and found to be due to broken r-unit. The root cause of the broken r-unit and found failure could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
Communication with the customer, the following information conveyed: "the fault was discovered during preparation before use and was therefore simply replaced".